Event description:
It was reported that following the implant procedure of this subcutaneous implantable cardiac defibrillator (s-ICD) system, standard defibrillation threshold (dft) testing was performed. However, the s-ICD was unable to convert the induced arrhythmia and an external shock was required to terminate the ventricular fibrillation. Diagnostic imaging was performed which showed a poor system position. The physician subsequently surgically repositioned the s-ICD system to resolve the event and no additional adverse patient effects were reported. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.